Event description:
The customer reported when the ventilator was turned on it alarmed and displayed a pressure sensors failure. The device was not in use therefore there was no patient involvement or harm. As reported, if the reported problem occurs while in use in normal ventilation operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The biomedical engineer stated that he replaced the data acquisition to motor controller cable to address the reported problem. The unit is now back in service with no issue.

Manufacturer narrative:
Out of warranty, no manufacturer service request. Hospital biomedical engineer repaired the unit.